Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that their adc device provided a higher reading when compared to a healthcare professional meter. As a result, the customer reported experiencing hypoglycemia and a seizure requiring third-party administration glucose and honey and hcp administration of intravenous & oral glucose. There was no report of death or permanent injury associated with this event.